Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received bupivacaine (15mg/ml, unknown dose) and unknown morphine (15mg/ml, unknown dose) in an implantable pump for non-malignant pain and chronic low back pain. An alarm was heard, but telemetry had not yet been performed. A local manufacturer representative was paged through the national answering service to interrogate the pump. The patient presented to the emergency room (ER) with an alarming pump. It was confirmed by interrogation the low battery reset alarm and safe state message were occurred on (B)(6) 2016. The patient experienced a sudden onset of lethargy and "felt out of it." The low battery reset occurred again two days later. The pump was going to be replaced on (B)(6) 2016. The pump was programmed to off state. There was no cause of the lethargy, but the symptoms did subside. The pump was with the hospital and the pathology department was working with risk management to release the pump for analysis.